Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after a learning phase that was not followed as directed, leading to an aggressive algorithm response; the lowest recorded glucose was 40 mg/dl with out-of-range duration of 90 minutes, and the user reported a tendency to overcorrect, consulted a healthcare provider who advised a factory reset, completed the reset, and resumed automated therapy with education on learning phase best practices. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention. Investigation included user interview and troubleshooting with education. Investigation of this case revealed user-related factors including suboptimal adherence during the learning phase and overcorrection behavior, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.